Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, error code b30 was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Based on the results of the investigation, it is likely the front panel flashing occurred due to a defective scope printed circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of b30 scope communication error code was not confirmed. The device evaluation found that the blinking front panel light emitting diode (led) was due to defective scope printed circuit board. Lamp light intensity is low due to a defective lens. Heavy dust inside the unit. Paint was peeling off the top cover. Noticed third party lamp being used. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, a b30 scope communication error code was received when using the evis exera iii xenon light source. It was also reported that the front panel was blinking. The issue was found during preparation for use. There were no reports of patient harm.